Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer¿s blood glucose level was 10.5 mmol/l. Customer was assisted in clearing the alarm with various steps of troubleshooting. Customer was able to clear the alarm. The insulin pump rewind successfully. Customer reported that they failed during self test. The insulin pump will not be returned for analysis.